Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The initial reporter called about a missed occlusion alarm issue of the device on (B)(6) 2018: "the IV set was clamped below the unit and did not alarm occlusion while also not allowing the pump to infuse. S/n (B)(4). Loaner pump will be sent out along with return label to have problematic unit sent in. Patient involved no injuries." No patient information was provided by the initial reporter.

Manufacturer narrative:
The reported missed occlusion alarm issue was not confirmed. The occlusion alarm performed as expected. The device was tested and met all specifications on (B)(6) 2018.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00012).